Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bd technical practice consultants reviewed log entries in maintenance mode and observed a 240.4150 error. This was observed by bd representatives during site visit. There was patient involvement but no harm.

Event description:
It was reported that bd technical practice consultants reviewed log entries in maintenance mode and observed a 240.4150 error. This was observed by bd representatives during site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue of an channel error code 240.4150 was not determined because no products or device logs were returned.